Manufacturer narrative:
(B)(4).

Event description:
It was reported that a cougar wire detached in a patient while implanting a resolute integrity drug-eluting stent. It is unknown if the wire was inspected prior to use. Resistance was encountered when advancing the wire resulting in damage to the wire. Damage to the wire occurred after the stent was implanted. The physician tried to remove the wire tip but it could not be removed and it is reported that it is left between the stent and the wall arties. No other injury reported to the patient.

Manufacturer narrative:
Cine image review: on review of cine images provided, this is a complex calcified mid-lad lesion which is initially dilated with a small balloon. There are 2 guidewires across the lesion, in lad and the diagonal after the lesion. After eventual release of the lesion, the diagonal guidewire is pulled back and placed in the lad alongside the first wire. Clearly one of the wires is outside of the stent and becomes trapped outside the stent, between it and the calcium. The wire tip itself appears damaged with a large ¿ball¿ of radiopacity at the tip. It is also clear that the lesion is not released as seen in the next angio: unfortunately a dissection/rupture occurred almost certainly from guidecath diving into the vessel. The last images show the broken guidewire with its tip stuck at the distal end of the stent. The second wire is still in place in the lad, but doubled over several times. The lesion is not fully expanded at the end of the image series supplied. Additional information received: the patient deceased ¿in tabula (on the table)¿ but the death was caused by other complications not linked to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.